Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "attended patient for routine PICC line dressing and pre chemo bloods no presenting concerns re PICC redressed as per facility policy patient unable to find PICC diary however no site abnormalities and measured length confirmed as same as insertion with patient no venous return on drawback posiflush attached and on application of same whoosh sound heard and saline liquid visible under tegaderm dressing moments later blood visible under dressing/from insertion site. Pressure applied locally to PICC. Helpline contacted and message left requesting call back ambulance call logged also patient's needs observed for any deterioration, bleeding low volume - pressure maintained as per discussion with level 3 helpline staff patient to attend directly for assessment (family member contacted to accompany) ambulance contacted and cancelled patient stable and leaving in taxi at conclusion of visit."